Event description:
A nurse contacted baxter product surveillance stating that a home patient's (hp) transfer set had separated from the catheter at the transfer set adapter/catheter interface. The nurse did not know what may have caused the separation to take place. The hp was given 1 gram of cephalozolin and 1 gram of fortaz prophylactically. There was no patient injury reported.

Manufacturer narrative:
Per the nurse, the sample was discarded. There was no lot number provided.